Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call indicating excessive air bubbles in reservoir. Customer's blood glucose was 150 mg/dl and states that blood glucose had risen to 400 mg/dl due to air bubbles. Customer reported that there were air bubbles between the o-rings. During troubleshooting, customer was instructed to deliver a 5 unit fixed prime until air bubbles were no longer visible. Customer reported that insulin pump was rewound with reservoir in place and insulin was room temperature when used. Customer reported that after rewinding insulin pump and placing reservoir back in, most of the insulin was pushed out before insulin pump began to count. After troubleshooting, customer was advised that insulin pump would be replaced per customer's request.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.